Event description:
It was reported that pericardial effusion and hypotension occurred a left atrial appendage (laa) closure procedure was being performed. A 30mm watchman laa closure device was deployed and during the first tug test , the patient blood pressure dropped. Transesophageal echocardiogram (tee) identified pericardial effusion. The watchman laa closure device was fully recaptured and suction was performed. The patient was then transferred to the operating room for cardiovascular surgery. Post surgery, the bleeding stopped and the patient was considered stable the following day.